Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the material of the delivery system was found damaged during the procedure. An event date was not reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the provided photos which were taken during the attempted implantation procedure as well as on the quality documents associated with the manufacture of this particular device. The available photos of the selectra mph catheter used during the implantation procedure showed stretched areas in the distal region of the catheter. The re-investigation of the manufacturing process for this device showed that the production steps had been performed accordingly without any inconsistencies during the assembly. In spite of the available information, no definite conclusion regarding the root cause of this observation could be determined. Should additional information or the device itself become available for analysis, the investigation will be updated.